Event description:
Once the catheter was positioned, the physician tried to remove the guide wire from the catheter and he noticed that the tip of the catheter was wrinkled. The physician extracted the catheter from the intrathecal space and noticed that the tip was damaged with microholes, so he cut the part of the catheter that was visibly damaged and implanted the remaining part. There was reported to be no pt injury. The pt outcome was reported as "he is ok".

Manufacturer narrative:
(B)(4): device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.